Event description:
The facility's purchasing agent reported an infusion pump wtih an 812:02 failure. Although attempts were made by baxter's technicial support to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device.